Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 7753500, 510k # k082728 and UDI # (B)(4) was cleared in the united states. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent cervical posterior fixation at c4-c6 due to fracture-dislocation at left side of c5. Intra-op, during final tightening of the connector locking screw at the right of c5, the hex part of the connector set screw broke. The surgeon then removed the crosslink along with the broken set screw and gave up placing the crosslink because the space between the screw head of the rod crosslink was narrow; and it was difficult to perform placement. (The surgeon was not sure about the placement of crosslink originally.) No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Since the threaded part and the upper hex part of the set screw were sheared off, the threaded part could not be removed, and the upper hex part was removed.

Manufacturer narrative:
Product analysis: visually confirmed the mas connector is broken at approximately the base of the connector hex head. The bottom threaded portion of the implant was not returned for analysis. Microscopic examination of the thread form did not identify thread damage on the returned portion of the implant. The location of the fracture at the base of the connector head, the fracture surface angulation relative to the thread axis, absence of thread damage and direction of shear lines are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.